Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows that the pump was running on the year 2012 since the first startup and continued to run like this for about two months. A manual time and date change was observed in the history on 09/19. A review of the black box shows no evidence of the time and date resetting to the default setting. The pump was exercised for 24 hours with no issues occurring. The battery was then removed for about 24 hours and then re-inserted, and time and date did not reset to default settings. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) alleging that the pump that the pump's date/time had to be reset after a battery change. The reporter did not allege any harm or injury because of the reported issue. The reporter indicated that he noticed that the pump's date was set incorrectly and was ahead. It is unknown if the pump's date was manually changed to the incorrect date or if the pump's date/time allegedly reset to default after a reboot or battery change. Through troubleshooting, it was determined that the pump's time and date were not correctly maintained when the battery was removed for less than 24 hours. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a date/time issue. At this time, it is unclear if use-error contributed to the alleged incorrect date issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.